Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket discomfort. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The right ventricular (rv) lead exhibited high thresholds. The ipg was explanted and replaced and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.